Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with their implantable cardioverter defibrillator in high output mode due to high capture thresholds on their right ventricular lead. Programming changes were made during that in-clinic check. No further intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Correction: added missing component code "3079 - patient lead". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.